Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rear1149 showed one other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - facility contact reported that a groshong catheter started leaking. On (B)(6) 2016 - additional information received from facility contact: the event occurred during a catheter check, post placement, a week later. A new device was placed. The catheter was placed in the right internal jugular vein and the reported leak was subcutaneous. The catheter was leaking underneath the skin from where the cuff is to the where the catheter exits the skin. No harm to the patient but chemotherapy was delayed. Chemotherapy was the infusate.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking chronic catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 9.5fr d/l groshong chronic catheter. Usage residues were observed throughout the sample and sutures were tied around the suture wing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, flushing through the white-luered lumen revealed a spraying leak just distal of the tissue ingrowth cuff. Microscopic inspection of the leak site revealed a circumferentially aligned split just distal of the ingrowth cuff. Several parallel superficial gouges were also observed in the vicinity of the split. The split and gouges exhibited sharply defined glossy edges. The edges exhibited a striated texture. The split and gouge features were consistent with damage caused by contact with a metallic instrument such as forceps or hemostats. The product IFU warns ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿